Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have gradually increased, and the out of range impedance alert was previously increased to 150 ohms before being triggered again. Provocation maneuvers were performed previously with no changes to impedances or noise noted. Technical services (ts) provided troubleshooting recommendations to evaluate lead integrity. This rv lead remains in-service at this time. No adverse patient effects were reported.